Manufacturer narrative:
Batch review performed on 09 march 2016. Lot 131780: (B)(4) items manufactured and released on 24 june 2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Revision due to aseptic stem loosening.

Manufacturer narrative:
On 12 may 2016 it was prepared a final report with the information already submitted in the initial report. On 23 may 2016 the report was sent to the initial reporter and the case was closed.